Manufacturer narrative:
D4: primary UDI number - due to the age of the complaint system, a gtin is not available. H3, h6: initial corrective actions/preventive actions implemented by the manufacturer: no general problem has been detected for the installed base which requires an immediate action. Manufacturer's preliminary results and conclusion: the root cause of the issue was due to user inattentiveness. External objects or persons are not part of the collision calculation. There is a warning in the system operator manual to not position patients seated with legs under the table and to not move the table while a patient is seated near the table. This event was not caused by an issue with the luminos agile system.

Event description:
Siemens healthineers became aware of an issue associated with the luminos agile system. It was communicated to siemens healthineers that the user drove the patient table onto a chair while a patient was sitting in the chair. The patient was not injured during the event. No injury to the patient occurred due to this issue. It is assumed that in a worst-case scenario, a serious injury could result if the event were to reoccur.

Manufacturer narrative:
Siemens has completed an investigation of the event. It was stated that the customer tilted the system onto a chair when lowering the table from 90 degrees to 0 degrees and caused cosmetic damage to the right dit cover. The patient was not injured. The investigation showed that the system works as specified and no system malfunction was determined. It is in the responsibility of the user to initiate system movements only when it is ensured that there are no objects in the collision range and no potential hazard for patients or third parties exists. This is also documented in the operator manual (xpd1-320.620.01.02.02, register 2, system safety, page 11, page 20). Surrounding persons or parts are not considered in the collision calculation. According to the information received by the service organization, the affected damaged part has been replaced at customer site by a service technician. No further actions are to be taken.